Manufacturer narrative:
The pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: all of the keypad buttons were fully responding to user inputs. No contamination was found under the key contacts. No button contact defects were observed. There was no evidence of internal moisture observed. Unrelated to the initial allegation, the audio bolus button cover was torn, but was still fully responsive. The battery compartment was cracked near the cover.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the keypad buttons were underresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.